Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. Customer's blood glucose level went to 400 mg/dl. Customer mentioned she had two infusion sets fail over last 90 days. One had a bent cannula and the other she was not sure what happened. Customer changed out infusion set and issue was resolved. Customer declined to report to the 24 hours technical support department. Insulin pump will not be returned for analysis.